Event description:
It was reported that the patient was experiencing body shocks even when the stimulation was turned off post trial procedure. The physician believed that the lead was agitating the nerves which resulted to pain. The lead was pulled and will not be returned. The patient was doing well postoperatively.